Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The MFR will not receive explanted devices (stay implanted), x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The root cause for the alleged event can currently not be identified. As soon as add'l info on the pt's outcome has become available and/or the device(s) be returned for eval and an investigation result is available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).

Event description:
It is reported that pt experienced axillary nerve palsy, right side (nerve injury). Severity: mild. No medical intervention, just expectant. Info on the outcome is pending.